Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. Visual inspection identify a visible kink upon return. It was also noted that the nitinol shaft was broken in the kinked spot, exposing the wires inside. The inspection confirmed the reported allegation.

Event description:
During preparation of a cryoablation procedure a polarmap was selected for use. During insertion of the polarmap inside the polarsheath, the polarmap catheter had "snapped" and a hole appeared in the polarmap shaft. The catheter was replaced, and the procedure was completed without any patient complications. The device has been returned for analysis.

Event description:
During preparation of a polarmap procedure a polarmap was selected for use. During insertion of the polarmap inside the polarsheath the doctor informed that polarmap catheter had snapped and a hole appeared in the polarmap shaft. The catheter was replaced and the procedure was completed without any patient complications.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.